Event description:
An endurant stent graft system was implanted in a patient for the emergent endovascular treatment of an abdominal aortic aneurysm. The vessel morphology at the time of implant and currently were reported as the aortic neck is moderately angulated, 60 degree, short, 9 mm and conical. There is minimal thrombosis and minimal calcification. It was reported that the patient returned for a follow up and there was a proximal type I endoleak present. The physician attempted to treat the type I endoleak with staples however the endoleak was not resolved. The physician will monitor the patient. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (anatomy related; short, conical and angulated proximal aortic neck). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; short, conical and angulated proximal aortic neck).